Event description:
It was reported that the catheter could not aspirate. An angiojet solent omni was advanced for thrombectomy procedure. However, the catheter could not aspirate after 5 minutes during the procedure. There was no visible damage noted on the device and no error message prompted. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient status was stable.

Manufacturer narrative:
E1 initial reporter address 1:(B)(6).

Manufacturer narrative:
E1 initial reporter address 1: (B)(6) hospital. Device evaluated by MFR: the angiojet solent omni was returned for analysis. Visual examination revealed an inspection of the device revealed multiple shaft kinks. The catheter was unable to prime and the console issued an under-pressure alarm message. Microscope examination revealed a hypotube separation was observed located at 18 cm from the tip. No other issues were identified with the device.

Event description:
It was reported that the catheter could not aspirate. An angiojet solent omni was advanced for thrombectomy procedure. However, the catheter could not aspirate after 5 minutes during the procedure. There was no visible damage noted on the device and no error message prompted. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient status was stable.